Event description:
It was reported that 2 bd safetyglide¿ needles were blocked. He following information was provided by the initial reporter: "the customer complaint was received due to the failure mode of 'needle blocked'."

Manufacturer narrative:
H6: investigation summary: it was reported two needles were blocked. To aid in the investigation, two samples with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. This defect could occur if there was a process variation during the needle lubrication application inducing the symptom reported. The photo provided shows two needle assemblies with the plastic shield. No other information could be obtained from the photo. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the needle lubrication application process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: "the customer complaint was received due to the failure mode of 'needle blocked'."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.